Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg incision site. Symptoms of the infection were yellow drainage, redness, and inflammation. The physician believed that the infection was nondevice or procedure related. The patient was prescribed oral antibiotics.